Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support with information on resetting the pump, and successfully reset it with no recurrence of the malfunction. Customer was advised to continue using the pump and to contact technical support if any issues recurred.